Manufacturer narrative:
The device was returned to olympus (B)(4).(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. [First time; (B)(6) 2020] pseudomonas aeruginosa (2 cfu) staphylococcus pasteuri (1 cfu) staphylococcus epidermidis (2 cfu) indicator microorganisms and revivable aerobic flora ( total 5 cfu) [second time; (B)(6) 2020] pseudomonas aeruginosa (>150 cfu) indicator microorganisms and revivable aerobic flora ( total >25 cfu) the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.